Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that infusion set cannula was missing from infusion set on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.